Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit and may have gotten wet with sprinkles of water. The customer did not know the blood glucose reading. The customer stated that no new batteries worked to resolve the issue. She reported that the replacement battery cap she had received also did not resolve the issue. Nothing further reported.